Manufacturer narrative:
Additional information was provided in a.2., a.3., b.10., d.9., d.10., h.3., h.6. And h.10. The lens was returned in a piece of surgical gauze. Solution and blood were dried on the lens. One haptic was broken in the haptic insertion area (not returned). A small crack was observed on the edge of the optic. Deep scratch marks were also observed. The lens was cleaned with klrp. Power and resolution were verified. The lens met specification for power and resolution for an company (-)1.0 diopter lens. Product history records were reviewed and documentation indicated the product met release criteria. The root cause for the reported "wrong power" appears to be unrelated the lens. The returned lens power and resolution were verified. The returned lens met specification for power and resolution for a company (-)1.0 diopter lens. Clarification for the event was requested. No explanation was provided on the returned ¿explant¿ form. A replacement lens was not indicated. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the lens was explanted in a secondary procedure. The clinical reason for explant was wrong power. Additional information has been requested.